Event description:
ICU staff reports the tube feeding formula was ordered to be changed. New formula and tubing were brought up to the ICU. The rn attempted to prime new tubing with new formula. It would not prime. The practitioner tried to perform priming with a second set of tubing which also would not prime. Rn tried the second set of tubing on a new bottle of formula and it also would not prime. The rn cut apart the second set of tubing to evaluate whether the problem was the bottle or the tubing. The problem was isolated to the tubing, potentially in the pump mechanism. A third set of tubing was obtained from a different lot number and it primed easily and worked appropriately. The lot number of first two sets of tubing are the same.